Manufacturer narrative:
(B)(4). Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected insulin pump error alarm anomalies noted. No unexpected anomalies noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap, reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that the insulin pump was able to clear the alarm and able to rewind. The insulin pump was passed in displacement verification table. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.